Event description:
Patient's skin developed a "cobble stone" effect and roughness along the jaw line that cannot be explained. Patient had several cosmetic procedures including a thread lift at the time of the portrait procedure.

Manufacturer narrative:
Service call checked equipment and found to be in calibration. Rhytec's physician advisors could not attribute the "cobble stone" and rough skin to using rhytec's device. This could be the result of the combination of procedures or another procedure.